Manufacturer narrative:
(B)(4). Literature citation: rihn, et al. Complications associated with single-level transforaminal lumbar interbody fusion. The spine journal. 2009; 9: 623629. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Without return of the device or associated records it is not possible to ascertain a cause for the reported event.

Event description:
Literature citation: rihn, et al. Complications associated with single-level transforaminal lumbar interbody fusion. The spine journal. 2009; 9: 623629. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Without return of the device or associated records it is not possible to ascertain a cause for the reported event. Postoperative radiculitis, defined as worsening leg pain after surgery in a dermatomal distribution, was seen within the first two weeks post-op in three pts. The pts developed radiculitis ipsilateral to the side on which the tlif was performed. The reason for the radiculitis could not be identified on CT scan. No other info was given.